Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra easy meter was displaying an error 2 message. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2014. The patient reportedly manages her diabetes with an unknown type/dose of oral medications and she denied taking any action regarding her usual diabetes management routine in response to the alleged issue. She claimed that a few hours after the issue began, she developed symptoms of ¿shaking, confused, light headed.¿ the patient reported self-treating her symptoms with a glucagon injection at an unspecified time. No other device was used for testing. At the time of troubleshooting, the cca noted that the subject device was not being used for the first time. The error occurred upon pressing the power button. The issue was not resolved with troubleshooting and replacement products were sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.